Event description:
It was reported that the patient's left ventricular (lv) lead had migrated which resulted in a cardiac perforation. The perforation was noted via x-ray. Furthermore as a result, there was elevated capture threshold and intermittent capture and the patient experienced dizziness. Therefore, the physician explanted and replaced the lv lead on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The reported events of lead dislodgement, cardiac perforation, high capture threshold, and intermittent capture were not confirmed. A complete lead was returned in one piece with helix extended and clogged with blood/tissue for analysis. Visual and x-ray inspection of the lead found overtorqued inner coil at the connector region consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque to the connector pin. Stiffness and electrical analysis was normal with no anomalies found.